Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical manager reported that on (B)(6) 2018, the 00mlx 300w xenon light source was not working on power supply and the fuse burned. There was a 2 hour delay in the procedure due to the late receipt of the product and a 30 minute delay in surgery due to the product problem. Additional information received on (B)(6) 2018 indicates that no smoke or flame was noted but the fuse got burnt. No patient impact on the 30 minute surgical delay were noted. No other clinical information received.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformance during the inspection process. No product received for failure analysis or root cause analysis evaluation.